Event description:
It was reported that the right ventricular lead could not be fixed to the septal wall during the implant procedure. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was noted on the helix/lobe mechanism and it was distorted/bent. The lead was stretched and appeared to have been damaged at implant.